Manufacturer narrative:
Results of investigation: the device/component was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the unit alarmed vent inoperable, low peak inspiratory pressure (pip), low exhaled volume (ve), motor fault, circuit disconnect, and transducer fault. The unit passed all calibration testing but there was still turbine vibration. The events log showed a transducer fault at pt800. When checked, the solenoid s903 was working intermittently. The root cause of the reported issue was due to solenoid 903.

Manufacturer narrative:
Upon completion of the evaluation or in the event additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer (B)(4).

Event description:
The customer stated that the ventilator alarmed motor fault, low peak inspiratory pressure (pip), circuit disconnect, transducer error and ventilator inoperable while on a patient. When the issue occurred the peripheral capillary oxygen saturation (spo2) decreased and the doctor disconnected the patient from the respirator and used an alternate ventilator. The hospital reported there was no further harm or injury.